Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a single leaflet device attachment. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (fmr) with grade 3. An ntw clip was successfully implanted without issues, reducing mr to a grade of 1-2. However, shortly after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the clip, two additional clips were implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). The reported unexpected medical intervention was a result of case specific circumstance there is no indication of a product issue with respect to manufacture, design, or labeling.